Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial portion of the lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage and that the lead was stretched. (B)(4).

Event description:
It was reported that the right atrial lead failed to sense and pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.